Event description:
Rptr reporting on left implant only as a rpoblem: during last dr's appointment, x-rays taken of left knee showed wearing 10 times faster than expected. Initially, didn't have too much problem except for leg getting shorter and shorter. Now complaining of pain and stiffness. Planned replacement surgery scheduled for next month. Informed by surgeon that he polyethelene in the device can wear down, crack and fragment. Rptr is very active in tennis and golf.